Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn 9899871 which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-2018-0171 the customer stated that there was no patient involvement.

Event description:
01/02/2018 11:12:17 ian pfifer (ipfifer) po for $_365_____ approved by __ norma thomas __, __410-328-6294__, __ nthomas@unm.edu __. Shipping & billing address confirmed. Npi. 01/11/2018 13:11:42 ngoc t bui (nbui) replaced both transducers for check IV set error, broken lower hinge bezel assy,bottom rear case,lower hinge door,door latch sear,cover door, and frame memb. 01/12/2018 09:09:02 arjie ancheta (aranchet) 1z9791540271246540

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Replaced both transducers for check IV set error, broken lower hinge bezel assy, bottom rear case,lower hinge door, door latch sear, cover door, and frame memb. (B)(4).